Event description:
The tip of the cleaning brush detached inside the colonoscope during the automatic cleaning process. The colonoscope was then used on another patient. The tip of the cleaning brush was discovered inside the colonoscope when reprocessing. Nothing had to be retrieved from the patient. The patient did not undergo any additional procedures due to this occurrence. The patient did not require hospitalization or significant prolongation of hospitalization. There were no adverse effects on the patient.

Manufacturer narrative:
The lot number of the affected device is unknown, therefore, it could not be confirmed if any devices from the affected lot number were present in stock. As the cleaning brush involved in the report was not returned for evaluation; the reported occurrence could not be confirmed. A review of the manufacturing records could not be carried out as the lot number of the cleaning brush involved in the report is unknown. After a review of the account order history, the lot number of the cleaning brush could not be determined. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed because the cleaning brush was not returned for evaluation. The cause of the report could not be conclusively determined. However, we can provide the following comments: the disposable endoscopic cleaning brush is used for cleaning the accessory channels of endoscopes/colonoscopes between uses and the cleaning brush is not a medical device used on a patient. The cleaning brush is supplied non-sterile and is disposable - intended for single use only. Prior to distribution, all disposable endoscopic cleaning brushes are subjected to visual inspection to ensure device integrity. No corrective action warranted at this time as the complaint could not be confirmed. This event occurred during product cleaning of an colonoscope. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is remote.